Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the right atrial lead had dislodged. Patient was asymptomatic. The ra lead was explanted and replaced.

Event description:
New information received indicated that lead had exhibited loss of capture and change in sensing. Chest x-ray imaging confirmed lead dislodgement. Patient was stable prior, during and post procedure.